Manufacturer narrative:
The stryker field service representative evaluated the unit and determined that there was no defects found and could not repeat the alleged event. No parts were replaced and the unit was returned to service. No patient was affected as a result of the event and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It is reported that the loading system gets stuck going in and out of the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It is reported that the loading system gets stuck going in and out of the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.